Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the pump powers on with vibratory and audible sounds. An ¿ezprime¿ sequence was successfully completed. A 1.0u/hr basal program was executed in the pump for a 24-hr period; no unprogrammed boluses were delivered or recorded in the pump history during the 24-hr duration period. No hypersensitive keys were observed on keypad. Pump passed a 29hr flow accuracy test successfully. Investigators successfully completed a 10u audio and 10u normal bolus. Both were accurately recorded in the pump history. A crack between upper right corner of the display lens and the case seal was observed. Investigators were unable to duplicate the reported complaint.

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report pump history was displaying boluses that the patient did not deliver. At the time of the call, the reporter mentioned that for last 2 days the patient developed a low blood glucose (bg) excursion. The reporter stated the patient obtained bg readings of 40 and 50 mg/dl with moderate symptoms of shakiness and a stomach ache. The patient¿s mother informed the animas representative that a school nurse treated patient with juice in response to low bg. At time of call, patient¿s bg was 219 mg/dl with no symptoms. At the time of troubleshooting, the reporter confirmed the pump was set to the correct date and time. Review of bolus history revealed that seven boluses were completed on (B)(6) 2013 between 10:44am and 5:23pm. Of the 7 completed boluses, two of those were completed back to back at 4:27pm. The patient¿s mother reported that the patient did not administer the back to back boluses. In addition, the reporter stated that all boluses in history were incorrect. She claimed that the patient only delivers boluses through ezcarb and ezbg and only did one combo bolus. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.